Manufacturer narrative:
The mammotome st stereotactic probe is a sterile, single patient use instrument which may be used with imaging guidance, such as x-ray, to excise a diagnostic sample for diagnosis. The device has not been returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause at this time. Although no serious injuries occurred, upon consultation with devicor's medical department, this failure mode has been determined to be evaluated as a reportable malfunction. Thus, pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
The affiliate reported that when doing a biopsy under stereo the doctor find plastic in the sample. The plastic is available for further investigation. It seems to come from the probe. Procedure was completed with the device. No patient complications.